Manufacturer narrative:
The customer checked the probe fittings and syringe barrel and noted that both were tight. The customer removed reagent probe line and the o-ring came off. The customer reseated the o-ring and cleaned inside of the probe however, the leaking continued. Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and found the tubing on top of the reagent probe broken and responsible for the leak and replaced the part. Qc was tested and was within specifications. Fse also noted that the customer was getting "waste bucket full" errors. The issue was diagnosed as a sump pump failure and sump pump was replaced. Repair was verified per established procedures and results met published performance specifications. The issue was resolved by routine service repairs. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the reagent probe in the synchron cx5 delta clinical system was dripping. No injury was reported and no erroneous results were generated.